Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results and low control results. Expected fasting blood result range is 70 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back declined. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:23mg/dl, (B)(6) 2015, 11:30 am . 2:25mg/dl, (B)(6) 2015, 11:19 am. 3:36mg/dl, (B)(6) 2015, 12:38 pm. 4:22mg/dl, (B)(6) 2015, 11:44 am. 5:23mg/dl, (B)(6) 2015, 11:30 am . Adverse event not reported.